Event description:
Reported by patient as, band slippage, infection and esophageal perforation and due to surgical complications patient was in a coma.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/17/07. The product associated with this report has not yet returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding serial number has been requested. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or event smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.